Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the black box revealed unexplained power reset events on (B)(6) 2014, and one power reset event associated with a battery change on (B)(6) 2014. The battery compartment contained no visible moisture; the battery compartment was observed to be cracked from the threads to the bumper pad and from the bumper pad to the cover. There was no damage observed to the returned battery cap which was able to be carefully attached to the pump and was used to complete 24 hour duration testing; battery cap contact measurements for height and width were found to be in specifications. There was no power interruptions duplicated. A leak test failed due to the battery compartment crack/leak. The pump cover was removed for further investigation and no evidence of internal moisture was observed on the printed circuit board or internal components. No damage to power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump had been rebooting and that there was a crack in the battery compartment with moisture ingress to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.